Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed multiple reboots had occurred. Visual inspection revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged. The battery cap fastens securely to the pump and there was no damage found to the battery cap. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no reboots occurring. Unrelated to the complaint, a loose internal component was found during investigation. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that the pump rebooted ten times in three days. The reporter confirmed that blood glucose levels were unaffected by the issue. The reporter confirmed that there was no visible date to the battery compartment or cap and the yellow o-ring was not visible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.